Event description:
It was reported that during a laparoscopic sigmoid procedure the device did not meet the customer¿s expectations. The patient bled postoperatively. There were no "anomalies" noted at the time of the procedure. Post op leak test is always performed with rubber catheter and air in the rectum. No unusual sounds or difficulties with device were noted. Surgeon routinely closes stapler all the way down. Donuts are routinely checked. It is unknown how the bleeding was controlled or info on transfusion. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information: "there were no "anomalies" noted at the time of the procedure. Post op leak test is always performed with rubber catheter and air in the rectum. No unusual sounds or difficulties with device were noted. Surgeon routinely closes stapler all the way down. Donuts are routinely checked. I don't know about how bleeding was controlled or info on transfusion"

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.